Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). The reported device is being returned by the distributor. Once the device's evaluation is completed, a supplemental report will be submitted. This is the 2nd of 3 reported implants from the same patient: please reference 3011649314-2018-00135 (B)(6) for the 1st implant. Please reference 3011649314-2018-00137 (B)(6) for the 3rd implant.

Event description:
It was reported that an inclusive tapered implant failed to achieve primary stability. The implant was extracted 3 months after it was placed in tooth # 21 (universal). The implant site was not infected. There was no bone loss. The implant site has type 3 bone quality. Per provided information, age might have contributed to the healing complications. The patient has no relevant pre-existing condition. The patient is healing and checked periodically by the clinic. There was no abnormality with the implant.

Manufacturer narrative:
Corrections were made due to incorrect information provided by the distributor: brand name- changed to inclusive tapered implant 3.7 mmd x 13 mml x 3.5 mmp. Model and catalog number were changed to 70-1070-imp0008. Lot was changed to 6044168. Expiration date was changed to 20-jun-2022. UDI number was changed to (B)(4). Manufacturing date was changed to 20-jun-2017. The device was returned and evaluated. Visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no deviations, no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence to suggest that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. The incident, "failure to osseointegrate", is a known common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Per provided information, the patient had type iii bone quality. Type iii bone is the bone with thin layer of cortical bone surrounding a core of dense trabecular bone. It has been shown that the quality and quantity of bone available at the implant site are very important factor in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Therefore, the patient's bone quality might have been a factor in the failed osseointegration of the implant. Although the root cause could not be explicitly determined, probable causes for failure to osseointegrate could be due to insufficient bone, poor bone quality or bone was too soft. This event will be tracked and trended.